Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: foreign substance was included in the package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was foreign material found inside the sterile packaging.